Event description:
Healthcare professional reported, "intracapsular rupture". Record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "intracapsular rupture." Record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. As per the investigation procedure stress mark crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.